Manufacturer narrative:
(B)(4). Eval, results, conclusion: (based on the info provided, no root cause can be determined). (Arrhythmia). No conclusion can be drawn.

Event description:
Two endeavor sprint rapid exchange drug eluting stents were implanted. The first stent diameter 3mm length 15mm was deployed to the distal right coronary artery and the second stent diameter 3.5mm length 24mm was deployed to the mid right coronary artery. Intravascular ultrasounds confirmed complete apposition of both stents to their respective vessel walls. The physician commented that the pt developed omi with total occlusion at the left anterior descending artery, in addition to occlusion at the left circumflex artery and a thrombotic lesion at the right coronary artery. Four days post index procedure ventricular fibrillation appeared suddenly. Although dc and cardiopulmonary resuscitation were provided, the pt died. (Ref MFR# 2953200-2011-00510)